Event description:
It was reported that the several days after placement, the foley catheter was leaked. Per follow up information received via ibc on 24sep2024, stated that the leak location was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used.

Event description:
It was reported that the several days after placement, the foley catheter was leaked. Per follow up information received via ibc on 24sep2024, stated that the leak location was unknown.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the catheter was visually inspected, and no obvious defects were noted. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter was able to passively drain 10ml of fluid within 5 minutes with no issues noted. No leakage presents during evaluation. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event was unconfirmed a labeling review was not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.